Manufacturer narrative:
Clinical review: there was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s unsuccessful pd therapy course and hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a customer experience survey a patient reported they tried peritoneal dialysis (pd) therapy; however was unsuccessful. The patient reported they were hospitalized for eight months. The patient then transitioned to hemodialysis (hd) and reported they felt better. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. A product history review was not completed during the investigation as the serial number was not provide. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a customer experience survey a patient reported they tried peritoneal dialysis (pd) therapy; however was unsuccessful. The patient reported they were hospitalized for eight months. The patient then transitioned to hemodialysis (hd) and reported they felt better. Additional information was requested, however to date has not been provided.